Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06947. It was reported that the patient experienced a traumatic event, causing migration of both leads and ineffective therapy. Surgical intervention was undertaken in which both of the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.